Event description:
It was reported that the patient has experienced a lack of therapeutic effect. The stress of family events, which have occurred in the past two days, have changed her therapy's effectiveness. When she was under stressful situations she would wet herself. Further information is being requested from the hcp.